Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump has an ink blotch and cracks on the display screen. Customer's blood glucose level at the time 155mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, cracked battery tube threads, and a cracked and bleeding lcd glass.